Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an external neurostimulator (ens). It was reported there was difficulty placing the lead in the original, stage 1 procedure and it took approximately 2 hours. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on december 6th reported the difficultly implanting the lead on (B)(6)2018. The rep noted the patient did not present strong bellows or tie response despite numerous attempts to place the finder needle and lead. The rep noted they were at the procedure. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) reported as far as they knew there was no a mechanic or device related issue during stage 1. There were no further complications that have been reported as a result of this event.